Event description:
Dexcom was made aware on 11/26/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with redness, a pimple, and scarring at the needle puncture site which occurred on an unspecified day after the sensor had been inserted into the arm. The patient was wearing an omnipod insulin pump. The patient¿s skin was prepped with alcohol prior to sensor insertion. No photo was provided. On approximately on (B)(6) 2024, upon sensor removal, the patient¿s parent noticed a ¿very small dot¿ at the needle puncture site, along with redness from the sensor¿s tape. The patient had a regular doctor¿s appointment and discussed the skin reaction. The patient¿s doctor recommended the patient¿s parent use otc topical hydrocortisone cream on the area. The patient¿s parent continues to use the otc topical hydrocortisone cream after removal of all the patient¿s sensors to reduce skin reactions from re-occurring. The patient was ¿fine¿ and ¿physically okay¿ at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).